Event description:
It was reported that during a laparoscopic rectosigmoidectomy to deep endometriosis procedure, the shears presented the break of the active spade being with that necessary the exchange of the shears for the conclusion of the surgery. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information not provided on initial contact.

Manufacturer narrative:
(B)(4). The device was returned with the blade scratched and cracked. The instrument did not have a broken blade when received. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. During functional testing, an error code 5 was displayed and the blade tip further cracked. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use.